Event description:
The product was used during an esophagectomy procedure. Reportedly, the clips did not load properly. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.